Manufacturer narrative:
Visual, dimensional, and functional analysis could not be performed as the device was not returned because it remains implanted in the patient. A review of the device and complaint history records could not be performed because a valid lot number was not provided. After multiple attempts for additional information or x-rays, further information was not available/provided. The opinion of the medical director was sought and they concluded "without x-rays, including dynamic x-rays, the answer is pure conjecture. It could be a loose fixation , rod in screw perhaps or an inflammatory response to the implants". A definite root cause could not be determined as the associated device was not available.

Event description:
It was reported that a patient was, ¿hearing noise in their neck,¿ following implantation of yukon devices on the posterior cervical spine (c2 to t2). No complications were noted during surgery and the initial procedure was reported to have been completed successfully. The nature of the reported noise is unknown at this time and no relationship to the devices has been established. This record captures a yukon set screw.

Manufacturer narrative:
Patient identifier and implant date was obtained.

Event description:
It was reported that a patient was, ¿hearing noise in their neck,¿ following implantation of yukon devices on the posterior cervical spine (c2 to t2). No complications were noted during surgery and the initial procedure was reported to have been completed successfully. The nature of the reported noise is unknown at this time and no relationship to the devices has been established. This record captures a yukon set screw.

Manufacturer narrative:
Corrected information has been provided in fields a.1., a.2., and a.3.

Event description:
It was reported that a patient was, ¿hearing noise in their neck,¿ following implantation of yukon devices on the posterior cervical spine (c2 to t2). No complications were noted during surgery and the initial procedure was reported to have been completed successfully. The nature of the reported noise is unknown at this time and no relationship to the devices has been established. This record captures a yukon set screw.

Manufacturer narrative:
Device remains implanted in the patient.

Event description:
It was reported that a patient was, ¿hearing noise in their neck,¿ following implantation of yukon devices on the posterior cervical spine (c2 to t2). No complications were noted during surgery and the initial procedure was reported to have been completed successfully. The nature of the reported noise is unknown at this time and no relationship to the devices has been established. This record captures a yukon set screw.

Event description:
It was reported that a patient was, ¿hearing noise in their neck,¿ following implantation of yukon devices on the posterior cervical spine (c2 to t2). No complications were noted during surgery and the initial procedure was reported to have been completed successfully. The nature of the reported noise is unknown at this time and no relationship to the devices has been established. This record captures a yukon set screw.

Manufacturer narrative:
B1 and h1 have been updated to reflect revision surgery. H6, 'health impact grid', has been updated to reflect revision surgery.